Manufacturer narrative:
This report is submitted on 9 december 2020.

Manufacturer narrative:
This report is submitted on october 13, 2020.

Event description:
Per the clinic, the patient experienced a performance decrement and non-auditory stimulation with device use. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device during the same surgery.